Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following factors led to the malfunction: poor image quality was due to component failure of the charge coupled device and the objective lens was damaged due to component failure of the objective lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited poor image quality, component failure of the charged coupled device and damage of objective lens. There was no patient involvement.